Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-05. Investigation summary: one used and five unused samples (part # 2426-0007) were returned by the customer. It was reported that the chemotherapy drug from the secondary line back filled into the primary bag. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime each returned set. A secondary set was not returned, therefore a bd secondary set was used to complete the testing the secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No back flow was observed in any of the returned primary sets. The failure was unable to be replicated. The customer complaint was not verified. A root cause was unable to be determined because the failure was unable to be replicated. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the as lvp 20d 3ss cv set had flow issues that caused the secondary line to backfill into the primary bag. Additionally, it was reported hat the y-site at the bottom of a as lvp 20d 3ss cv tubing set was blocked during use. Lots 20096567 and 20096789 were reported to have been involved, but it is unknown which lot correlates with what event. The following information was provided by the initial reporter: "it was reported that the chemotherapy from the secondary line backfilled into the primary bag". "It was reported that the y-site closest to the male luer (bottom of tubing) was blocked, nurse was unable to flush and/or administer chemo through this y-site"

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20096567, medical device expiration date: 2023-09-18, device manufacture date: 2020-09-14. Medical device lot #: 20096789, medical device expiration date: 2023-09-24, device manufacture date: 2020-09-19. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d 3ss cv set had flow issues that caused the secondary line to backfill into the primary bag. Additionally, it was reported hat the y-site at the bottom of a as lvp 20d 3ss cv tubing set was blocked during use. Lots 20096567 and 20096789 were reported to have been involved, but it is unknown which lot correlates with what event. The following information was provided by the initial reporter: "it was reported that the chemotherapy from the secondary line backfilled into the primary bag." "It was reported that the y-site closest to the male luer (bottom of tubing) was blocked, nurse was unable to flush and/or administer chemo through this y-site."